Event description:
It was reported that the bd ultrasafe passive¿ needle guard safety device separated. The following was provided by the initial reporter: the syringe fell out of the safety device while the injection was being prepared by an hcp.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bd.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard safety device separated. The following was provided by the initial reporter: the syringe fell out of the safety device while the injection was being prepared by an hcp.